Event description:
It was reported that pts having undergone cystoscopy procedures with cystoscopes disinfected with cidex opa, were experiencing urethral burning, sometimes associated with excruciating pain. One or more pts reportedly suffered from hematuria. No patient files were available to confirm exact pt complaints, the number of pts affected or treatment given, if any. However, staff at the user facility recall that atleast 5 pts were affected. Some pts were reportedly treated with antibiotics and medication for severe pain. Staff assumes cidex opa contributed to the events, as pt complaints seemed to increase following a switch in disinfecting solutions to cidex opa. Facility began using cidex opa in march of 2001. The distributor was first made aware of the problem in july, at which time the customer discontinued use of cidex opa. Facility staff contacted the distributor again on september to request return of unused opa solution. Distributor then called asp.